Manufacturer narrative:
E1. Initial reporter phone #:(B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, there were issues with underfill and sample leakage. The following information was provided by the initial reporter, translated from chinese: the patient was admitted to the hospital for schizophrenia. On (B)(6) 2023, the patient was given a routine laboratory test according to the doctor's advice. During the process of using vacuum blood collection tubes to collect blood from the patient, the medical staff found that the negative pressure of the vacuum blood collection tubes was insufficient, and the amount of blood collected could not reach the test. Standard, and after the needle is pulled out, the blood in the blood collection needle cannot be completely sucked into the blood collection tube, and drips outside. The medical staff immediately discard the problematic blood collection tube, and replace it with another new vacuum blood collection tube for the patient's second puncture blood collection, and put clean up the blood dripping outside, and at the same time disinfect and bandage the original puncture site. This adverse event caused redness, swelling and pain at the puncture site.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed as all samples met specifications. Additionally, ten (10) retention tubes were evaluated by functional testing and all tubes filled appropriately. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill or leakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that during use with the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, there were issues with underfill and sample leakage. The following information was provided by the initial reporter, translated from chinese: the patient was admitted to the hospital for schizophrenia. On (B)(6) 2023, the patient was given a routine laboratory test according to the doctor's advice. During the process of using vacuum blood collection tubes to collect blood from the patient, the medical staff found that the negative pressure of the vacuum blood collection tubes was insufficient, and the amount of blood collected could not reach the test. Standard, and after the needle is pulled out, the blood in the blood collection needle cannot be completely sucked into the blood collection tube, and drips outside. The medical staff immediately discard the problematic blood collection tube, and replace it with another new vacuum blood collection tube for the patient's second puncture blood collection, and put clean up the blood dripping outside, and at the same time disinfect and bandage the original puncture site. This adverse event caused redness, swelling and pain at the puncture site.